Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The top case was cracked by front corners. Bottom case was cracked by l-bracket screws. Reported problem duplicated during power up process. Unable to read battery reading due to missing battery pack. Error history log review found a battery communication time out error. The root cause of the reported issue was found to be interconnect board was not charging battery due to electrical short caused by fluid ingression. Contamination found in interconnect board and on the bottom case. Actions were taken to mitigate the reported issue: replaced interconnect board and battery. Power up process and device passed all the test.

Event description:
It was reported that the pump did not charge. No patient injury was reported.